Event description:
The lead was explanted due to a fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The field experience was confirmed. Analysis revealed two proximal cables were separated and all seven wires of the distal coil were fractured at 27 cm from the connector pin. The outer insulation abraded through to the coil. The location and mode of the fracture are consistent with that produced by clavicular crush.